Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis was identified as product code j740d.visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/26/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did you lose the needle before the extraction? No. Were any additional surgical procedures performed to search for the needle? No. Patient's condition afterwards no problem, the patient has been discharged. The product was used on myometrium. The needle was broken because the needle tip was held. It was confirmed that there was no broken piece in the patient. Were fragments generated? Yes. If yes, how were they retrieved? The fragment was retrieved during the same surgery without additional procedure and it was never missing. Procedure name? Unk.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used on the myometrium. During the procedure, the needle tip was broken with use. The needle was broken because the needle tip was held. The fragment was retrieved during the same surgery without additional procedure and it was never missing. There were no adverse consequences to the patient. Additional information was requested.